Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excessive amounts of citrate was found in a bd vacutainer® plus plastic citrate tube(s). These defects were observed before use and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect additive quantity with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to incorrect additive quantity was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and incorrect additive quantity was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that excessive amounts of citrate was found in a bd vacutainer® plus plastic citrate tube(s). These defects were observed before use and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on /3/2018. Previously filed emdr's did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that excessive amounts of citrate was found in a bd vacutainer® plus plastic citrate tube(s). These defects were observed before use and there was no report of serious injury or medical interventions.